Event description:
A report was received that the patient was having difficulty charging the ipg. The ipg was sensitive to slight movement. It was noted that the patient's ipg was tilted in the pocket which made coupling sporadic and sensitive. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that malfunction was not suspected since the patient was able to connect the charger to the battery since the weight loss. The physician had no opinion on the patient's weight loss or tilted battery being the cause of the charging issue. The reason for the explant was due to the need for magnetic resonance imaging (MRI). The patient underwent an explant procedure. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The ipg was sensitive to slight movement. It was noted that the patient's ipg was tilted in the pocket which made coupling sporadic and sensitive. The patient will undergo an explant procedure.